Event description:
The patient was a mechanical ventilation dependent patient who was being transferred from the ICU to the operating room for a procedure. The oxygen supply during the transport was provided by a portable oxygen tank (e cylinder) and oxygen flow meter. The oxygen flow meter gauge showed that 15 liters of oxygen per minute were being delivered to the patient. When the patient was being transferred to the operating table, the sa02 had dropped to 30 and the patient developed cardiac arrhythmia. It was determined at that time that the oxygen flow meter was not delivering oxygen as the device was indicating. The flow meter was changed and the patient's condition improved.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.